Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the customer acknowledged and understood.